Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow leak during dialysis, and was unable to perform dialysis. The physician replaced the adapter with a new one. The patient was involved with no injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The sample consisted of one mahurkar catheter that came with 1 guide wire and 1 needle introducer. A visual inspection was performed and it was observed that the catheter did not present signs of use; however it was manipulated as the arterial extension was cut. Also the red adapter had heavy signs of use; a crack was found on the thread pitch area and the crack was at 180 degrees. The blue adapter did not present any defect. The event description states that only the adapter was replaced with a new one, the catheter related to this complaint was still in use, therefore it can be concluded that the red adapter returned with signs of use is the reported by the customer. The instructions for use (IFU) state that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Additionally the adapter became damaged after being in use for an undetermined amount of time. The evidence provided is not enough to relate this event to the manufacturing operations, the adapter returned presented signs of usage and became damaged after being in use. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that the product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered over tightening the adapter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.